Event description:
Hill-rom has received a report that alleges the vest may have contributed to a pt's death. The report states that the pt's condition worsened two hours after vest treatment when the pt began to "cough up large amounts of thick, brownish, chunky sputum." The pt died the next day. The pt has a history of esophageal stricture, arthritis, gastroesophageal reflux disease, hyperparathyroidism, shingles, scoliosis, gastrointestinal bleeding, perforated peptic ulcer and intestinal adhesions according to the hospital's history and physical report. No allegation of a malfunction was reported.

Manufacturer narrative:
No allegation of a malfunction of the unit was received by hill-rom. The unit is currently being returned to hill-rom for a formal analysis to ensure the unit is operating properly.